Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical error pump. Customer blood glucose level was 14 mmol/l. The device will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch.